Manufacturer narrative:
An event of device deformation was reported. Media was received from the field which appeared to show a used device in a deformed cobra shape outside of the patient. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.na

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023 a 10mm amplatzer septal occluder (lot: 7245279) was attempted to be implanted utilizing a 6f amplatzer torqvue delivery system. During implantation, the device deformed into a cobra shape. A replacement amplatzer septal occluder (lot: 8523476) was used to complete the procedure. There were no adverse patient consequences. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay. There was no interaction with cardiac structures and no kinks or angulation in the delivery system.

Manufacturer narrative:
An event of device deformation was reported. The investigation confirmed the device met functional specifications when analyzed at abbott. Media was received from the field which appeared to show a used device in a deformed cobra shape outside of the patient. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes removed: component code: 4755 part/component/sub-assembly term not applicable. Type of investigation: 4114 device not returned. Investigation findings: 3221 no findings available. Investigation conclusions: 4315 cause not established.